Event description:
Customer reported while the ventilator was in use, the patient's o2 desaturation decreased from the upper 90's to 70's, which required medical intervention (bagging). The customer reported there was patient involvement with no permanent harm or additional injury to the patient.

Manufacturer narrative:
Pr#: (B)(4). The philips field service engineer (fse) evaluated the unit while on site. The customer stated the patient was removed from the ventilator and bagged. The customer reported that after bagging the patient, the o2 saturation increased back to the upper 90's. Patient information was requested and the customer stated the patient information is not available.